Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ('after having analyzed the essure implants and the uterine tissue of 25 explanted patients') and device breakage ('it concluded that there was a major alteration in the welded area of the essure implant which seemed to be fragmented') in a female patient who had essure inserted. Other product or product use issues identified: device material issue "likely to release numerous tin particles that may have scattered along the implant". On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter provided no causality assessment for device breakage and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in (B)(6) 2020: numerous particles of tin on uterine tissue from 25 essure explanted patients. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of medical device removal ('after having analyzed the essure implants and the uterine tissue of 25 explanted patients') and device breakage ('it concluded that there was a major alteration in the welded area of the essure implant which seemed to be fragmented') in 25 female patients who had essure inserted. Other product or product use issues identified: device material issue "likely to release numerous tin particles that may have scattered along the implant". On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal and device breakage outcome was unknown. The reporter provided no causality assessment for device breakage and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in (B)(6) 2020: numerous particles of tin on uterine tissue from 25 essure explanted patients. Amendment: the report was amended for the following reason: the event "after having analyzed the essure implants and the uterine tissue of 25 explanted patients, it concluded that there was a major alteration in the welded area of the essure implant which seemed to be fragmented and likely to release numerous particles of tin that could have spread along the implant" was split in three events: device breakage, device material fragmentation and medical device removal. Case was upgraded. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.